Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that pre-oxygenation was performed and the patient was disconnected from the ventilator for suctioning. When reconnecting the patient to the ventilator, it did not restart, resulting in bradycardia (50's) and desaturation (60%'s) requiring neopuffing. Final patient outcome was stable. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 (B)(4). The ventilator was not investigated by our field service engineer but ventilator logs were provided from the user facility. However, due to continuous use after the event, the registrations from the actual event date were overwritten in the internal log. The reported failure of restart after disconnect for suctioning could therefore not be confirmed. After the ventilator was returned to the manufacturer, the ventilator was investigated. The ventilator passed pre-use check. Several disconnection/suction programs were performed. The ventilator restarted after each program. The reported issue could not be reproduced. No malfunction was found. Ventilator logs were downloaded again and reviewed. Evaluation of the device logs show that the ventilator was remained in use after the event and several disconnection/suction programs had been performed between the event date and the return of the ventilator. No failure of restart could be noted after any of these programs. The logs also contained several successful pre-use checks between the event date and the return of the ventilator. No technical error codes have been generated to indicate that there was a ventilator malfunction at the time of the event or afterwards. The issue with not detecting reconnection after suction program can be reproduced by introducing a large leakage during disconnecting. At reconnect after suction program is ended and if there is a large leakage,the flow or pressure will then not reach the limit which trigger the ventilator to start. This will be difficult for the ventilator to detect as a large leakage cannot be distinguished from the actual disconnect. It is also possible to restart ventilation manually by tapping start ventilation on the user interface. A leakage situation is not a ventilator malfunction. It has not been determined if there was a leakage during the disconnection. Our conclusion is that there was no ventilator malfunction at the time of the event.

Event description:
Manufacturer ref. #: (B)(4).